Event description:
A baxter field representative reports at pump at this facility with failure code 812:02. It is not known if the pump was hooked up to a patient at the time it went into this failure code. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device, no additional details are known. No adverse outcome resulted.